Event description:
The MFR received info alleging the oxygen tubing of an everflo concentrator caught fire while in use. There was no reported pt harm or injury. The device has yet to be returned to the mr for evaluation. A follow up report will be submitted when the investigations is complete.